Event description:
This is filed to report the inability to remove the lock line due to a knot, the clip jumping open and clip detachment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the valve. During the deployment process, the lock line became stuck in the system due to a knot and the clip jumped open to 120 degrees. The clip was re-closed and establishing final arm angle (efaa) was successful. The arm positioner was returned to neutral, and the physician decided to proceed with deployment. When the dc handle was retracted back, the clip detached from the leaflets and moved back into the left atrium while still being attached to the lock line. The patient was converted to surgery to retrieve the system and clip. The catheter was cut and extracted with the clip still attached to the lock line. There was a clinically significant delay to the procedure and the patient¿s mr remains at a grade of 4. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without device returned, the reported inability to remove lock line appears to be related to the reported knot on the lock line. However, a cause for the reported material knot on the lock line cannot be determined. The reported clip jumping open while locked appear to be cascading effects of the inability to remove the lock line. It should be noted that the mitraclip g4 system instructions for use (IFU) states: during mitraclip g4 system removal always retract the cds by pulling only on the sleeve handle. Retracting the cds by pulling on the dc handle may result in device damage and/or device or component embolization, and may result in vascular and/or cardiac injury". The reported complete clip detachment was due to user error for not following the instructions for use (IFU) as the user retracted the delivery catheter handle instead of the sleeve handle. The reported mitral regurgitation (mr) was due to the complete clip detachment. Mr is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported surgical intervention, delay to treatment, and removal of foreign body were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. In addition, this complaint was reviewed by a clinical staff engineer. The reviewer stated that, ¿one (1) fluoroscopic still image was provided. In the image, the reported cds can be seen with the clip detached from the l-lock shaft. The clip is in an inverted state and at a 90° angle relative to the l-lock shaft indicating that the clip had been detached/deployed from the dc prior to converting to surgery. Lines can be discerned between the clip and l-lock, which are presumably the gripper lines which are nitinol and fluoroscopic. Per the deployment steps in the instructions for use, the lock line is removed prior to detaching the clip from the dc l-lock shaft (via actuator knob rotation and retraction). Based on the image provided, the clip is clearly detached from the dc l-lock shaft."d9 - device not available for evaluation.